Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that bd¿ q-syte closed luer access devices had loose connection during use. This was reported to have affected 2 devices. H.6. Investigation summary: DHR- all challenge, set up and in-process samples were performed in accordance with the control plans, all passed per specifications. Received one q-syte assembly with no packaging material. Visual/microscopic evaluation: observed damage (tears) on the slit of the septum top disk no physical-mechanical damage was observed on the threads of the male/female bodies in an attempt to recreate the failure the following was conducted: a lab provided catheter-adapter assembly was connected to the male end of the q-syte. Connection was successful. A lab provided luer lock syringe was connected to the female end of the q-syte. Connection was successful. The syringe was then filled with water-food coloring solution and the unit was flushed. Flushing was successful and no leakage was observed throughout the connections. Indeterminate: the returned representative unit did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect described in the incident report could not be confirmed or replicated with the returned unit. A definite source that contributed to the tears (top slit) could not be established. The damage is normally attributed to incorrect usage or excessive actuations.

Event description:
It was reported that bd¿ q-syte closed luer access devices had loose connection during use. This was reported to have affected 2 devices.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ q-syte closed luer access devices had loose connection during use.